Event description:
.

Manufacturer narrative:
Analysis of the stimulator found no significant anomaly. The battery was at normal end of life, and it had no telemetry or output. Analysis of the lead found no significant anomaly. The lead body was cut through and the product was segmented. The distal end was not returned. Analysis of the extension found no anomaly.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was having telemetry issues with the implanted device. It was stated that there was the "possibility of a dead battery". It was also reported that the patient had shoulder surgery on (B)(6)-2012 and had turned her stimulation off. Since that surgery, the patient was unable to turn the stimulator back on. The patient reported having "good stimulation before the surgery". The manufacturing representative did not see any internal neurostimulator (ins) battery icon flashing on the patient programmer. It was further noted that a longevity calculation was performed to estimate the ins battery life. It was reported that the patient "kept device turned up at high amplitude and ran the battery down". It was also stated that the "battery or lead was bad". It was indicated that there was not normal battery depletion. It was reported that the patient had a full device replacement and that the patient outcome is "fine". Additional information was requested.

Manufacturer narrative:
Product ID 3095-10 lot# serial# (B)(4) implanted: 2009-(B)(6) explanted: 2012-(B)(6) product type extension product ID 3093-33 lot# v179210 serial# implanted: 2009-(B)(6) explanted: 2012-(B)(6) product type lead product ID 3031a lot# serial# (B)(4) implanted: explanted: product type programmer, patient. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.